Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that an x-ray was performed and it was noted that this right atrial (ra) lead was in two pieces. The field representative stated that it was planned to remove the lead and if unsuccessful to get the entire lead out, the lead will be surgically abandoned. Additional information indicated that the lead was fractured and was successfully explanted. No additional adverse patient effects were reported.